Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed displayable history check failed, battery out limit and then off no power. It was stated that a temporary basal was not programmed before the alarm. The device was stored without a battery. It was stated that the alarms are recurring. Customer will changed the battery and call back if the issue continues. Nothing further reported.